Event description:
The cable support trolley on the longitudinal track failed, causing the corrugated hose with the cables to fall down and hit the x-ray tech in the face with the metal holder.

Manufacturer narrative:
The swivel bolt holding the cradle to the trolley came loose. No loctite was noted to be on the bolt. The field service engineer applied loctite, reattached the bolt, and tightened the counter-nut.